Event description:
Clinic notes dated (B)(6) 2013 reported that the prior history of present illness was worsened seizures. The patient had five seizures in two weeks. The notes dated (B)(6) 2013 reported that the patient was having more frequent seizures. The husband states the patient had four or five seizures in the prior couple of weeks and seemed to be getting worse. The patient wondered if the wires were still attached to the vns. The notes dated (B)(6) 2013 indicated that the patient reported ¿having seizures still.¿ the vns generator was interrogated and output current settings were increased. Good faith attempts for relevant information were unsuccessful. It was reported that the reporting physician no longer practices. System diagnostics from october 2014 were within normal limits, providing evidence that the device was functioning.

Manufacturer narrative:
.

Event description:
The patient had generator replacement in (B)(6) 2014 as captured in mfg report #: 1644487-2014-02989. For the two months following generator replacement, the patient was seizure free.